Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the infusion completed 2 hours early. The length of the infusion had been set for 46 hours but 44 hours was the actual when the infusion completed. The site confirmed the pump was programmed correctly, and the pump did not alarm. The pump settings were a continuous infusion rate of 2.3 ml/hour, with a total reservoir volume of 106 ml and given amount was total. The settings had not been changed for air detector and the upstream sensor. A closed system drug transfer device (cstd) was used to fill the cassette. The pump was used to prime the extension tubing. The event occurred while in use with patient, and the patient was not medically affected.

Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.